Event description:
It was reported that the procedure was to treat a left anterior descending and diagonal artery saphenous vein graft. A 4.0 x 12 mm xience v was implanted and angiography showed an anomaly, possibly a dissection, at both ends of the stent. A 3.5 x 28 mm xience v was placed at the distal end of the stent and a 3.5 x 23 mm xience v was placed at the proximal end of the stent. The flow was not optimal but the physician felt it could be treated with medication; however, 3 to 4 minutes after the procedure the patient experienced hypotension and bradycardia and the vessel shutdown. A non-abbott wire was advanced to open the vein and the patient was sent for bypass surgery and a pacemaker was implanted. The patient is doing well. No additional information is available.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of dissection, bradycardia (arrhythmia), hypotension, occlusion, and surgical procedure (coronary bypass) are listed in the xience v everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.